Event description:
Pin disassociation. Parts received in 2005. Update - further follow-up has discovered this pt has disassociated several times. Once on the right side and three times on the left side.